Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient reported that their device was still in an overdischarged state. The patient stated that they still have not met with a manufacturer representative to address the overdischarge issue. No further information was provided.

Manufacturer narrative:
Date of event was reported as (B)(6) 2016 (3 months ago).

Event description:
Information received from patient reported they had not charged their implantable neurostimulator (ins) or felt the stimulation in 3 months. The patient also stated that they noticed a difficulty charging issue 3 months ago ((B)(6) 2016). A reposition antenna warning screen was seen and they could not charge. A potential overdischarge (od) issue was discussed with the patient. Additional information received on june 28, 2016 from the healthcare professional (hcp) reported that the patient sent them a picture of the reposition antenna screen because they could not charge the ins. The hcp stated that the patient wasn¿t charging because they thought the ins was interfering with their ¿pump.¿ the hcp was going to follow up with the patient about the next steps to get the ins out of the od state. The indications for use for the implanted device were noted as lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.